Manufacturer narrative:
Uresil was unable to examine the device, as it was not returned.

Event description:
The customer reported that a thoracic vent, code number tv11-10 lot number unknown was placed uneventfully in a patient in order to treat a pneumothorax. After initial placement, it was noted that the rear luer lock together with the seal cover had separated from the upper housing. The customer did not know how this occurred but speculated that excessive twisting or pulling force might have been applied to the luer lock / seal cover assembly during use to cause the separation. Uresil reviewed the complaint history for this product going back 5 years and there have been no similar complaints. The customer reported that they have used the device for many years and have never seen this previously. There was no patient injury. The device was removed because it was unable to resolve the pneumothorax, and the patient was treated with an alternate device. This resulted in a lengthened hospital stay. The customer stated that they like the product and that they intend to continue to use it.